Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. A philips service engineer observed that when the x7-2t transducer was connected to the ultrasound system, he noticed something like noise appearing and the screen went dark. The service engineer confirmed other transducers did not exhibit this problem. The x7-2t transducer was replaced to resolve the customer¿s immediate concerns. The transducer was returned for failure analysis, and the investigation could not confirm the reported issue. There have been no similar issues reported subsequent to this event.

Event description:
It was reported the sparq ultrasound system was unavailable during a critical procedure. During an unspecified procedure, the system froze while using the x7-2t transducer. There was no reported patient nor user harm as a result of this issue. The ultrasound system was exchanged to complete the procedure. Philips has started an investigation, and upon completion, a follow up report will be submitted.